Event description:
It was reported that; I received a call from a patient's wife who is at a hospital with her husband. She is trying to find out what the products are made of. She said the dr has told her to call us to find out. She did say she thinks her husband may have an allergic reaction so this is why she wants to know. She is looking for nickle maybe. Husband has had back surgery and is currently being treated as of today.

Event description:
It was reported that; I received a call from a patient's wife who is at a hospital with her husband. She is trying to find out what the products are made of. She said the dr has told her to call us to find out. She did say she thinks her husband may have an allergic reaction, so this is why she wants to know. She is looking for nickle maybe. Husband has had back surgery and is currently being treated as of today.